Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction of error code b30 (scope communication error) was not confirmed. Based on the results of the investigation, the presumable cause and the root cause for the event could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii xenon light source exhibited error code b30 (scope communication error). The issue occurred during preparation for use of a diagnostic unspecified procedure. There were no reports of patient harm.